Event description:
Same case as #6000093-2006-02265, 02266, 02267. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2005, in which the physician implanted 2 taxux express2 2.75x28mm drug eluting stents to the 100% stenosed lesion located in the noncalcified, nontortuous mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x20mm balloon, unknown type. Plavix, integrilin and lovenox were used pre-procedure. Zocor, toprol, plavix, vicodin, mobic, neurontin and relafen were prescribed post procedure. Five days after the initial procedure, the patient presented with an acute mi and thrombosis in previously placed stents. The physician then placed a taxus express2 2.75x32mm drug eluting stent and a taxus express2 3.0x12mm drug eluting stent distal to the original stent. In 2006 the patient was taken off of plavix for placement of a spinal stimulator and 5 days later presented with chest pain and thrombosis in the stented lad. A laser atherectomy was performed. Additional information regarding this event is not available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.